Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s medical records on continuous cycling peritoneal dialysis (ccpd) stated that the patient was hospitalized for peritonitis on (B)(6) 2018. Additional information was requested, however to date not provided. Clinical review: a clinical investigation was performed. A temporal relationship between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s hospitalization for peritonitis and sepsis exists. However, there is no evidence that supports the patient¿s escherichia coli peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. Escherichia coli which a known colonizer of the human gastrointestinal tract and is a common cause for gram negative peritonitis infection which carries significant risk for mortality. It is possible the patient¿s peritonitis developed as a result of concomitant enterocolitis. However, this cannot be confirmed with the information at hand. Additionally, the patient¿s comorbid condition of diabetes mellitus may have been a contributing factor in the severity of the peritonitis infection to progress to sepsis and septic shock.